Manufacturer narrative:
The issue was determined to be a blown fuse. A representative replaced the fuse and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the mobile view station (mvs) would not power on. There was no led of for line power. The system was plugged into a known good outlet. The issue was determined to be a fuse blown fuse.